Event description:
It was reported that the intervention was to treat the mid internal carotid artery. While trying to introduce the stent delivery system (sds) through the guiding catheter, after the accunet embolic protection system was deployed, it was noticed that a 6 french guiding catheter was used instead of a 8 french guiding catheter. In order not to lose good position of the accunet, the sds was introduced without the guiding catheter. This was successful and the stent was deployed. When trying to remove the sds from the pt, the system became trapped in the vessel, which led to the embolic protection filter basket being pulled into the stent, and both the stent and the filter basket were pulled to the beginning of the common carotid artery. The stent became trapped in the vessel. Several attempts to recover the stent and the filter basket were unsuccessful. The accunet wire had torn and was floating freely in the aorta. The end of the wire could be captured with a snare device. While trying to pull the piece of the wire and the filter basket out of the stent, the wire tore just below the filter basket. The procedure was terminated at this point. The pt underwent surgery to remove the stent and the filter basket.